Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the fenestrated bipolar forceps (fbf) instrument emitted smoke and sparked. The surgeon suspected a short circuit at the instrument tip. The customer stated that the instrument was normal during preoperative preparation. When the instrument was removed for cleaning, it was found that the insulation at the tip had partially melted. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.